Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 200 mg/dl. The customer was advised to insert a new aaa alkaline battery and monitor pump. The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to x-ray. The customer did not report motor position encoder error alarm. The customer was able to rewind successfully. The customer was advised the displacement test and manual prime were successful and motor error alarm did not recur. The customer was advised to monitor pump.